Event description:
The reporter stated the surgeon attempted to insert a silicone three piece lens, but the lens tore. The injector was in the patient's eye but there was no contact with the lens. There was no patient injury. The reporter stated the cause of the lens tear was due to the lens having been loaded incorrectly.